Event description:
Caller alleged discrepant results with the inratio meter compared to the lab for one patient. Results as follows: date: (B)(6) 2012, inratio: 5.5, lab: 1.2. Within a half hour the patient went to the hospital and the lab gave an inr of 1.2. The patient is not on any anti-coagulation therapy, but inr was being checked as a correlating indicator with elevated enzyme testing to attempt to diagnose cirrhosis of liver in this patient.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 5.5, lab: 1.2, mean: 3.35, confidence limits: (1.9-4.6), result: fail. Reported results are outside of the determined confidence limits for passing accuracy comparison. Criteria for testing accuracy has failed, and the values are discrepant beyond the documented variability for pt/inr testing. Further testing is required. User reported patient liver dysfunction. Per product insert, "liver disease, congestive heart failure, thyroid dysfunction and other diseases or conditions can affect the action of oral anticoagulants and the inr value." Unable to determine if this may be root cause. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot number 273314. Test results as follows: donor: (B)(6), inratio results (2.2, 2.5, 2.2), reference: 2.01, bias threshold: (1.01 - 3.01), %cv: 7; 2, (2.3, 2.5, 2.2), 2.03, (1.03 - 3.03), 6. All replicates for each donor are within acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation. As reviewed on (B)(4) 2012. This issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.